Manufacturer narrative:
The reported event for explant due to issue with recharging the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery and patient forgot to charge. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg had become inoperable due to the patient not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.